Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed. The receiver case was opened and a cracked controller chip was observed. A receiver download was performed and passed. A functional test was performed and passed. The confirmation of the complaint was confirmed due to a defective battery assembly with cracked controller chip, preventing the receiver from powering on and ceasing to function. The probable cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.